Event description:
A physician reported a pt who was treated on 04 december 1997 in the glabellar frown lines. On 08 december 1997, the pt reported to the physician that she had symptoms of itching, blistering, mild swelling, and mild erythema in the treatment area; the exact date of onset was unknown. Upon examination on the same day, the physician noted mild swelling and erythema at the treatment sites. The physician diagnosed a possible hypersensitivity, and prescribed oral keflex and topical neosporin. On 22 january 1998, the pt returned to the office for a follow up visit, and reported that the involved area had "opened up and would not close." Upon examination, the physician noted that the area was healing and had formed a scar. No further medical or surgical intervention was planned or prescribed.